Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The cause of the reported event could not be determined at this time; however, the most probable cause could be attributed to user handling and likely that the activation knob was depressed.

Event description:
Olympus was informed that during a bilateral salpingo-oophorectomy procedure, the cutting forceps activated on its own without depressing the blue activation button. This occurred after the user disconnected and reconnected the cutting forceps approximately three times due to a ¿no data¿ error that displayed on the generator. The event occurred in the sterile field; however, the cutting forceps did not touch the patient. A different cutting forceps was opened and used to successfully complete the procedure. No patient injury occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update sections. The cutting forceps hand piece was returned to olympus for evaluation. The evaluation confirmed the reported event. The blue coagulation button was removed and found the left side dome switch collapsed. In addition, the hand piece was connected to an olympus test generator (model# esg-400) and the generator displayed error messages ¿e486¿ and ¿e619.¿ the cause of the reported event is attributed to a damaged dome switch, which can cause the device to activate on its own.